Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the iol was noted to have rotated off axis and the pt has an unexpected postoperative outcome. In a follow-up while the surgeon does not feel the lens caused the event, he does not know why it occurred and he continues to follow-up with the pt.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/16/2009 and 01/22/2009 by phone, fax, and mail. A completed questionnaire was received on 01/27/2009. This report was mailed to FDA on: 02/13/2009.